Event description:
It was reported to boston scientific corporation that a stretch vl ureteral stent was used during a ureteroscopic lithotripsy with cystoscope procedure in the ureter on (B)(6) 2023. During routine follow-up, a planned stent removal procedure was performed on (B)(6) 2023. During this procedure, the physician found encrustation on the stent, and the stent could not be removed with a cystoscope. The physician had to use a laser for stone removal and to break up the encrustation on the stent in order for the stent to be removed. The procedure was completed, and the stent was successfully removed. Another stent was not placed during the procedure. There were no patient complications reported as a result of this event. A media of the complaint device was provided showing the calcified stent.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h10: the stretch vl ureteral stent was not returned, however, 1 photo and 3 videos were provided, and it was observed that residues were along the stent. It is unable to determine if it was a cause of infection or calcification. No other problems were observed. The reported event was not confirmed. Based on all the information provided, most likely, some operational factors, handling/manipulation with an excess of force could have contributed to the failure. Additionally, without proper evaluation of the device, it remains unknown what the most probable cause could have contributed to the event. Therefore, cause not establish is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing. H3 other text : media analysis.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a stretch vl ureteral stent was used during a ureteroscopic lithotripsy with cystoscope procedure in the ureter on (B)(6) 2023. During routine follow-up, a planned stent removal procedure was performed on (B)(6) 2023. During this procedure, the physician found encrustation on the stent, and the stent could not be removed with a cystoscope. The physician had to use a laser for stone removal and to break up the encrustation on the stent in order for the stent to be removed. The procedure was completed, and the stent was successfully removed. Another stent was not placed during the procedure. There were no patient complications reported as a result of this event. A media of the complaint device was provided showing the calcified stent.